Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was an observation for high lv threshold on (B)(6) 2013. The left ventricular (lv) lead threshold last measured as 2.5v @ 1.5 ms on (B)(6) 2014. Lv capture management was later programmed off. Concomitant medical product: 5076 lead, implanted: (B)(6) 2008; 6947 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the physician had concern that the patient's implantable cardioverter defibrillator (ICD) depleted sooner than it should have. The ICD remains in use. It was also noted that the patient's left ventricular (lv) lead had one episode of high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.